Manufacturer narrative:
The device manufacture date is unk. The complainant did not indicate if the suspect device is being returned for evaluation, and it has not yet been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corp in late 2008, that an endostat ii electrosurgical unit was used during a colonoscopy procedure performed the same day. According to the complainant, the power output jumped up unexpectedly. Initial follow-up indicated the event may have resulted in a perforation of the colon. Follow-up attempts to obtain additional details regarding the circumstances surrounding this event have been unsuccessful to date. Our follow-up continues. Should additional details become available. A supplement will be submitted at that time.